Event description:
It was reported that a vns patient was experiencing bradycardia and left chest pain. It was not known if the bradycardia is related to vns, but the physician hasn't ruled it out yet. The vns was disabled due to these events, and the pain and bradycardia both continued after the disablement.

Event description:
Follow-up to the physician from the company representative provided that the bradycardia is not believed to be due to vns. Previous diagnostics have been within range. The device did not cause bradycardia. The device was disabled and the problem persisted.